Event description:
An article titled "resultados de la estimulación del nervio vago en pacientes con epilepsia farmacorresistente en un centro de referencia nacional de epilepsia" (results of vagal nerve stimulation in patients with drug-resistant epilepsy at a national referral center for epilepsy) was provided and had adverse events reported. One event of intra-operative asystole was reported and 3 patients reportedly experienced vocal cord paresis due to vns stimulation. The article also noted that one patient had high impedance and fibrosis at the lead site, which has previously been reported under MFR report # 1644487-2013-03119. Attempts to obtain additional information have been made with no additional information received to date.